Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013 using a distal locking compression plate (lcp), a screw was found in an incorrectly labeled bag. A l20 locking screw was found in the packaging of a l10 locking screw. This was swapped for a l10 locking screw from a different package. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The complained article was forwarded to the manufacturing plant for investigation; here the feedback. We have received the package of screw 413.010s lot: 2747402. Inside of that package we found the screw 413.020s lot: 2745382. The investigation of that issue showed that the failures occurred during the packaging process by our external supplier. We have issued a recall r2013534 for getting all affected products back. Note that the CAPA has been initiated by our supplier (B)(4). Line clearance has been informed and made aware of this problem and an extra production check has been implemented, CAPA (B)(4).